Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer's mother reported that she compared blood glucose results from 3 different nano systems. The customer allegedly received the following results, with two different meters, within 10 minutes: 432 mg/dl (nano 1) and 82 mg/dl (nano 2). On (B)(6) 2016 the customer reportedly received the following results on nano system 3 within 10 minutes: 356 mg/dl and 48 mg/dl. No adverse event reported. Results were obtained using the same vial of test strips. Return of the suspect device was requested for evaluation.